Manufacturer narrative:
Concomitant: product ID 8709sc, serial# (B)(4), implanted: 2008-(B)(6), product type catheter, (B)(4).

Event description:
It was later reported that, at the time of this report, the patient was trying to find a doctor who would implant a new pump and perform refills, but was having difficulty doing so. Additional patient symptoms and the event outcome were not reported. However, further follow-up is being conducted to obtain this information.

Event description:
It was reported that the patient had meningitis and the pump was explanted. The patient was not doing well on oral medications and wanted another pump. The therapy indicated for the patient was a pain pump. Additional information has been requested, but was not available as of the date of this report.